Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller (pt's daughter-in-law) reported that the pt was having problems with their charger and that it hasn't been charging or locating the pt's implant (ins). Caller said for two days charging hasn't worked at all. Caller said they have seen the unable to locate device screen. Caller reported seeing screens 50 and 16; pss understood they were seeing no device found and trying to recharge screens. Caller and pt connected recharger telemetry module (rtm) to controller to start recharging session. Caller described no device found screen and chose try again at first. Patient services (pss) then directed to press recharge. Upon selecting recharge, caller described seeing all 0s on the trying to recharge screen. Pss directed caller to move rtm around. Caller said they moved the cord, not the antenna part of the rtm, and saw a 49; pss understood caller was seeing 49 as the middle number on the trying to recharge screen. Caller also reported that the cord of the rtm was getting hot. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a failure, no device found. Cable insulation is torn at donut end. It also failed at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.